Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation for a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 6 mm. X 4 cm. Balloon catheter (bc) seemed have a pinole. The product was not clinically used in the patient. There was no reported patient injury. The target lesion was a dialysis shunt. Additional information received indicated that the leakage reported occurred during positive pressure. The target lesion was reported to be a ninety-five percent stenosis (95%). No other target lesion information was available/provided. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). A non-cordis inflation device was used for the procedure and was used subsequently after the reported product issue with other devices. Additional information was requested but was not available/provided. No additional information is available.

Manufacturer narrative:
As reported, during preparation for a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 6 mm. X 4 cm. Balloon catheter (bc) seemed have a pinole. The product was not clinically used in the patient. There was no reported patient injury. The target lesion was a dialysis shunt. Additional information received indicated that the leakage reported occurred during positive pressure. The target lesion was reported to be a ninety-five percent stenosis (95%). No other target lesion information was available/provided. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). A non-cordis inflation device was used for the procedure and was used subsequently after the reported product issue with other devices. Additional information was requested but was not available/provided. No additional information is available.a non-sterile saber 6mm4cm 90 catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon seemed to have been previously inflated and deflated. Neither compressed sections nor damages observed. A leak test was performed on the unit and no anomalies observed. A device history record (DHR) review of lot 17652787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported pta/ptca system leakage during prep¿ was not confirmed during analysis of the returned device since functional analysis was performed successfully. The exact cause of the pta system leakage experienced by the customer could not be determined during analysis. Based on the information available for review, concomitant device issues or procedural/handling factors may have contributed to the issue experienced by the customer since no defects were noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.